Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker experienced syncope or pre-syncope. The patient was not reliable but reported not losing consciousness. Upon device interrogation, episodes showing noise, oversensing, and pacing inhibition on the non-boston scientific right ventricular (rv) lead were observed. It was noted the sensitivity was programmed to 6mv and the rv lead was programmed in the unipolar configuration for pacing and sensing. Troubleshooting was performed and the physician reprogrammed the rv lead to unipolar for pacing and bipolar for sensing to avoid oversensing myopotential noise. Technical services reviewed the available data and determined the nominal setting for this device was unipolar, so it was suspected the programming had been unipolar since implant. There were two non-sustained episodes from 2015 showing the oversensing of noise and pacing inhibition. Technical services recommended further troubleshooting to recreate noise on the rv lead and continued monitoring. No additional adverse patient effects were reported.